Manufacturer narrative:
Tw (B)(4). Updated sections: a2,a3,a4,b4,b5,b7,g3,g6,h2,h6,h11. Corrected section: h6-clinical code changed to 4582; problem code changed to 1385; impact code changed to 2199.

Event description:
The hospital reported that during radial endoscopic vessel harvesting procedure, vasoview hemopro 2 jaws fell apart. The tip of hemopro melted. A new device was used to complete the procedure. There was no delay. There was no patient harm.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during radial endoscopic vessel harvesting procedure, vasoview hemopro 2 jaws fell apart.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 09/16/2025. An investigation was conducted on 10/2/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be intact. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. The black shaft near the base of the jaws was observed to be peeled, exposing the inner contents of the shaft tip. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436. The resistance value was measured at 0.68 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failure "melted" was not confirmed, however, the analyzed failure "peeled; delaminated; shaft" was observed. The lot # 3000498311 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failures.

Event description:
N/a.